Manufacturer narrative:
The technician found the ground pin missing on the power cord and replaced the plug to repair the bed.

Event description:
Information received indicates the ground fault indicator is on.